Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus and stomach during an esophageal dilatation procedure performed on (B)(6) 2022. During the procedure, it was noticed that the balloon did not deflate quickly enough. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus and stomach during an esophageal dilatation procedure performed on (B)(6) 2022. During the procedure, it was noticed that the balloon did not deflate quickly enough. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code a1401 captures the reportable event of balloon failed to deflate. Block h10: investigation results a visual examination of the returned complaint device found that the balloon was detached from the catheter, the lumen of the balloon was stretched, and the ro marker was detached. Microscopic inspection of the catheter found it to be kinked and twisted. Dimensional examination of the outer diameter (od) of the catheter was performed and was measured in three sections; distal, medium, and proximal. The three sections were within specification. No other problems with the device were noted. The reported event of balloon failure to deflate was not confirmed as the balloon was detached and functional evaluation could not be performed. The problem is likely due to factors encountered during the procedure, such as lesion characteristics, handling of the device, the technique used by the physician and the normal procedural difficulties encountered could have caused the balloon not to deflate quickly. It is also possible that the physician used force when trying to remove the device, causing the detachment of the balloon and the stretch, twists and the kinks in the catheter. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.